Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a pneumonectomy procedure, the surgeon used the pliers the first time successfully to staple and cut the upper left lung lobe of the patient. At making the section, the clamp locked on the lung, the manual mode was used without success. The surgeon finished the section with a pair of scissors and was able to remove the clamp. Another suture was done on the cut surface to avoid any issue. Two green cartridges were used. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n55262. The analysis found that one pce45a device was returned with no apparent damage and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Two ecr45g cartridges reloads present. The reload (a) was received fully fired. The reload (b) was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.